Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported that his customer experienced an out of box failure on his olympus single-use sphincterotome v. According to the rep, the knife wire fell off upon removal from the packaging. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not established as the device(s) were not returned for evaluation. Olympus will continue to monitor field performance for this device.